Event description:
A malfunction was reported with a malfunction code malf 5. There was no reported adverse impact on the customer¿s blood glucose level. The customer was instructed by customer technical support to place the pump into storage mode before returning it to tandem using a pre-paid label within 10 days. The faulty pump was under warranty, and arrangements were made to replace it. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.